Event description:
The following was reported to davol: (B)(6) 2010 - patient was implanted with a bard composix kugel mesh. (B)(6) 2010 - the bard composix kugel mesh was explanted. The attorney's report alleges defective item, permanent injury, pain and suffering.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney's report alleges that approximately seven weeks post implant the patient presented for mesh excision. No specific device failure was alleged and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.